Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was not cauterizing, had vasoview hemopro 3 within the cannula, and it started being "on" by itself. They could hear the intermittent pwm but no one was pressing the button. This happened twice. Then later they were pressing the button and the energy wouldn't work. They unplugged the hp3 cord from the power supply and replugged it in but it did not help. Pre-cautery test was performed and cautery was working fine until mid case. The beeping sound was heard when the toggle was pulled back to activate the device. They ended up opening a second kit and it worked. There were no harmful effects because the hemopro was within the cannula. There was no procedural delay.